Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that one foot pedal was misadjusted, causing the pedal to be in an on-state. This in turn resulted in the table lock release. The fe readjusted the foot pedal and verified that all foot pedals were operating per specifications.

Event description:
It was reported that the proteus xr/a table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a pt were to become unsteady and fall.